Event description:
It was reported the shim is missing the two ball bearings that allows the shim to lock into the plastic poly pieces to create a poly trial. No patient impact.

Manufacturer narrative:
(B)(4) the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Performed a visual inspection of the provided photograph attached in the sub form and found it to exhibit signs of repeated use and have both of components ball bearings disassembled / missing. Insufficient information provided unable to perform a DHR review. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.